Manufacturer narrative:
Exposed wires on damaged nurse call cable due to customer not unplugging nurse call before moving bed.

Event description:
It was reported by svc report that the nurse call cable wires were exposed. No pt involvement or adverse consequences are reported.